Manufacturer narrative:
The device will be evaluated and a follow up medwatch will be submitted when additional information becomes available.

Event description:
During an in-service training by a quest medical representative at (B)(6), the mps back up system was found to have failed to maintain forward flow. Upon inspection of the device, it was discovered that the blood inlet channel was permanently shut off by the spring loaded valve, causing the delivery failure. The device was not used in surgery and there were no patient complications resulting from the issue.

Manufacturer narrative:
The device was received and the complaint condition was confirmed. The root cause of the issue was incorrect installation of the inlet valves. The inlet valves were reconfigured correctly and the device was calibrated. The device was tested and it passed all functional testing. An inspection was conducted on all units in the finished goods area and all units passed. As a corrective action, the manufacturing process work instruction was revised to include specifications on the inlet valve orientation.